Event description:
Information was received regarding a cadd solis hpca pump. It was reported that during an epidural placement in the night, the residual volume did not correspond to what the two parturient women should have received. It is unknown is there was patient, or clinician injury associated with this occurrence.